Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic small wedge resection, an air leak was observed. A chest tube was installed. This resulted to extended patient hospitalization.